Manufacturer narrative:
Block h6: imdrf device code a0509 captures the reportable event of suction button sticking.

Event description:
It was reported to boston scientific corporation that orca valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026, for the treatment of stones. During the procedure, the suction button became stuck, causing suction problems. The procedure was completed using an alternative device. There were no patient complications reported as a result of this event.